Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 2116242: (B)(4) items manufactured and released on 22-feb-2022. Expiration date: 2027-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 months after the primary surgery, the patient came in reporting pain due to a greater trochanter fracture and the cause is unknown. The surgeon found the stem to be well fixed and proceeded to plate the fracture, revising the head. The surgery was completed successfully.